Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the photographic evidence, the event description can be confirmed, but the likely cause of the event is related to patient factors as the device worked as intended. The analysis results found that the b12lt device was received with the clear lens of the obturator fractured; this condition is unrelated to the reported incident. During the analysis, the sleeve assembly was visually inspected and no anomalies were noted that could have caused the reported incident. A potential cause condition for the condition of the clear lens fractured is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident of insertion issues.

Event description:
It was reported that during a laparoscopic ventral hernia procedure; the surgeon stated the cannula caught on the fascia as he introduced the trocar through the abdominal wall. The procedure was completed by applying additional force and twisting the cannula since it was being introduced with visibility from the camera. There were no adverse patient consequences reported.